Event description:
It was reported that this bundle of his lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. This bundle of his lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).